Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that there was no device issue, patient/therapy issue, or procedure issue. The circumstances that led to this were ¿the need for device to not interfere with surgical procedure.¿ to resolve the issue, the device was turned on under supervision. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient stated she had surgery and had to turn off stim. Patient stated she turned back on but cannot get to number she had previously. Patient service walked patient through this. There were no further complications reported.